Event description:
It was reported that the pt suffered from otitis media. After that, he was no longer able to hear with his device. During re-surgery, it was seen that the cable had extruded through the external ear canal. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and has been returned to MFR, where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.